Event description:
It was reported by the user site that during a selenia dimensions mammography system procedure on (B)(6) 2026, "the unit would not release compression." It was further reported that " [the technologist] was using [the] foot pedal behind the console; when the foot switch was release[d], the exposure stopped but the compression did not release. The technologist turned the emergency stop button but no change. They attempted to physically move the paddle but that did not work. The manual knob was used to release the patient." It is reported that the patient experienced "physical pain due to [the] compression not releasing when the foot switch was disengaged." Additional information was obtained from the user site regarding the patient's status, and it was reported that the user site "contacted the patient after the incident to follow up and see how she was doing. She said she had normal post mammo [mammography] soreness but nothing that needed medical attention." A hologic field service engineer (fse) was dispatched to assess the device and found "all controls on the gantry are non-responsive." Additionally, the fse noted that "when trying to turn on [the] gantry, [the] f3 28v fuse on the pmc was being popped." The fse replaced the fuse, checked all wires in the system for any defects, and traced voltages with no issues found. To resolve the reported issue, the fse replaced the pmc drawer and performed operational testing. No further information is currently available at this time.